Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, right breast prosthesis rupture. H6 health effect - clinical code e2402: generalized illness. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year-old hispanic female patient underwent a (procedure) with a mentor memorygel breast implant 500cc gel breast prosthesis (left device) and a mentor memorygel breast implant 550cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including burning sensation and pain in both breasts, cold/flu-like symptoms, breathing issues, feels like heavy weight is on the breasts, weakened immune system, sore throat, fatigue, hair loss, low libido, anxiety, spontaneous bouts of anger, and depression. The root cause of the patient¿s symptoms is unclear. Additionally, it was reported that the patient¿s right breast ruptured post implantation. The rupture was diagnosed via MRI. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 18-aug-2023, mentor received additional information about the event. The patient¿s did not replace her explanted breast prostheses. The surgery was removal only. On 24-aug-2023, the mentor failure analysis lab received the device for evaluation. On 25-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient suffered several unexplained systemic symptoms. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. The device was received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).